Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl. Customer administered a correction injection via multiple daily injections but did not require assistance from a third party. The pump had malfunctioned at least three times, and the customer had reset the malfunction code independently before contacting support. Tandem technical support decided to send a replacement pump with updated software to the customer and provided instructions regarding storage mode and return of the problematic pump. Customer was informed of upcoming training and acknowledged the actions required upon receiving the new pump.

Event description:
It was reported that a malfunction alarm occurred on 3 occurances. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by multiple daily injection (mdi). Cts to replace pump, customer will rely on multiple daily injection to ensure delivery of insulin therapy.